Event description:
It was reported that when using the bd pyxis¿ es refrigerator, system displayed an incorrect dispense amount. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) identified that the dosage form of the medicine was set to vial. Tss informed the customer about the medication configuration and rounding behavior. Advised contacting admit discharge transfer (adt) to resend the order with the correct dispense amount to ensure accurate display in pyxis. The system functioned as intended after the technical support specialist investigated the issue.